Event description:
Terumo medical received a report from a clinic stating that a technician was attempting to remove a catheter from an animal patient when the port separated from the tubing while still inside the patient. The event occurred intra-operatively during a surgical procedure intended for animal use. No harm was reported to the animal. Additional information received on 10 sep 2025: the original catheter was not available for return and has been disposed of. The catheter was used during surgery prior to its normal removal. Although there was continuous bleeding from the catheter, the bleeding ceased after the owner observed the issue and removed the device. The technician reported that the catheter hub appeared to come out smoothly. Based on the provided image, it appears that the tubing and hub were separated. The mating device was removed along with the catheter hub, leaving the tubing inside the patient. This suggests that the separation occurred at the connection between the tubing and the hub.

Manufacturer narrative:
A5: ethnicity: not applicable for animal use. A6: race: not applicable for animal use. D4: expiration date: may 2029 d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: june 26, 2024 - june 29, 2024 e3: occupation: back-of-house technician the actual device is not available for return. A photo of the catheter was provided instead. Retention samples (five pieces) from the same lot were used for evaluation. The photo provided showed only one catheter tube. Upon review of the image, the catheter tube was presumed to have separated from the catheter hub. Upon checking each part of the samples, no defective properties, which may have contributed to catheter separation, were observed. The strength of the catheter-hub connection (the tensile strength causing the catheter-hub separation) of the retention samples was measured using a tensile tester. The results were shown within the specification. The catheter tube and catheter hub of the i.v. Catheter are continuously assembled by an automated machine through the following processes: 1. The catheter tube is cut to a predetermined length, and the end is heated by a heated pin to form a trumpet shape. 2. A caulking pin is placed on the trumpet-shaped catheter end. 3. The catheter tube with caulking pin is inserted into the catheter hub. 4. The caulking pin is pushed into the hub so that the hub inner surface and the caulking pin sandwich the catheter tube. 5. A 100% automated inspection is performed to verify the position of the caulking pin and confirm proper connection. If defective insertion of the caulking pin is detected during this process, the product is automatically trapped and disposed of. The manufacturing inspection records for the reported lot number were traced and reviewed. No irregularities were noted that may have contributed to catheter separation. The root cause of the reported issue could not be identified, as no anomalies were observed in the retention samples or the manufacturing inspection records. Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.